Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. This defect was confirmed as binding. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus will only go in upside down/looking up. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer reported that when the endoscope was placed, the scope flipped up prior to targeting, even though it was installed in the down orientation. The endoscope and its adapter/base remained properly attached with no damage noted, and it is unknown whether any image orientation indication was shown on the user interface or if the scope had been manually rotated 180 degrees beforehand. After scrubbed staff attempted troubleshooting, the surgeon corrected the issue by flipping the scope back down from the console and continued the procedure using the same endoscope, and the vision issue did not result in any patient injury.